Manufacturer narrative:
Arjohuntleigh received an information from our distributor ((B)(4)) about the incident which occurred in (B)(6) 2016 in (B)(6). The issue was related to the voyager portable ceiling lift attached on the easytrack (portable installation). It was established that the caregivers were lifting a the resident, when they noticed that the left pole of the portable installation was unstable. They returned the user to their wheelchair and began to move she away from the lift, when the system collapsed. Fortunately, no injury nor harm was reported. When reviewing similar reportable events, we have found a few cases that may relate to the issue investigated here: unstable easytrack track system. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, there is no trend observed for reportable complaints with this failure and the occurrence rate is low. The installation involved in the incident was 2-post assembly easytrack portable system, designed to be used with arjohuntleigh portable ceiling lifts. The investigation was performed based on: - information collected from the customer facility delegate by arjohuntleigh representative, - a copy of the report provided by evolution healthcare who installed the hoist initially and completed their own investigation after the incident. Based on gathered information, the upright posts of the easytrack track system became unstable and subsequently collapsed. Following the information reported the defective post was not sufficiently supported and correctly locked in the position as per user installation guide (001.10600.en, rev. 12) and warning label instructions. Please be aware, that the easytrack system is a floor to ceiling pressure fit system, not requiring a permanent installation to the structure of the room. It is secured with a spring loaded pressure mechanism located in the post. As long as the pressure is present between the floor and ceiling, the system will be safe to use up to its safe working load (swl) of 200 kg. The absence of pressure will result in red area at the top of the posts being visible. It should be emphasized, that the customer confirmed that the red indicator located on the pole was visible when the event occurred. According to arjohuntleigh recommendation included in the easytrack instruction for use (001.10600.en, rev. 12), before using the easytrack, the final inspection including again verification of the absence of a red zone on top of post is no longer visible should be performed to make it is safe for usage. Additionally based on the copy of the report prepared by evolution healthcare, during the visit at the customer facility, it was observed that the system was used incorrectly. Based on opinion gathered from daughter of the patient, "the carers were 'swinging their mother back into the chair as they couldn't get her far enough back". In addition, it was identified that for the resident transfer they (customer facility staff) were using a large postural chair that could not fit under the line of the track, so to compensate, they were pushing the portable cassette back by the tape and sling out of the line". It represents using the system not according to its intended use by swinging the user. Note: pushing the patient sideways significantly may have influence the stability of the free standing system. As per IFU (001.10600.en, rev. 12), "never hit the posts or lean against them this might cause unit to become unstable. If this occurs, reassemble the easytrack system to ensure the posts are straight. Never use the easytrack system as a swing. Always refrain from swinging patient sideways of track." Sum up, this incident clearly correlates to use error - not following the assembly instruction and warnings enclosed in the easytrack installation system instruction for use. IFU and the correct procedure of resident transfer would have been followed with using adequate precautions, the event would have been avoided. Because the claimed system is no longer used by this customer, there are no further actions proposed at this time. In conclusion, the system was being used with a resident at the time of the event and played a role in the reported incident. Following the above findings, this incident is considered to occurred not because there was a technical malfunction of the installation system, but since due to a use error the device did not perform as intended. Due to the fact that such circumstances with patient attached on the ceiling installation rail system upon recurrence may result in harm for high severity we decided to report this event in abundance of caution to the competent authorities.

Manufacturer narrative:
(B)(4). Arjohuntleigh representative was nominated to obtain more information related to the incident. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On 10th april 2017, arjohuntleigh received information from our distributor ((B)(4) about the incident which occurred in (B)(6) 2016. The issue was related to the voyager portable ceiling lift attached on the easytrack (portable installation). The caregivers were lifting a client, when they noticed that the left pole of the portable installation was unstable. They returned the client to their wheelchair and began to move the user away from the lift, when the system collapsed. No injury was sustained.